Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that they were in the emergency medical service due to diabetic ketoacidosis on (B)(6) 2018 at 4:45 pm with blood glucose was 684 mg/dl. The customer treated their high blood glucose with insulin pump. The customer was wearing insulin pump during hospitalization. The customer reported that they had surgery on (B)(6) 2018 and during surgery insulin pump and transmitter was removed however sensor was left in the body. The sensor had also been reading inaccurately. The blood glucose value was 331 mg/dl and customer treated it with insulin pump. The customer also mentioned that due to surgery their blood glucose level got up to high which lead to emergency medical service. It was also reported that belt clip was broken. The sensor was returned for analysis.